Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the instrument's wrist. No major wear was found on proximal clevis cable hole. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a broken cable on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.